Event description:
It was reported that during a prostatectomy procedure, during the test process the device passed without an error code. From the first activation the device it didn't work at all. The device was replaced with same kind of product which worked normally with the same handpiece. Here were no adverse consequences for the pt. After the operation the non functional device was tested with another handpiece. The device passed like in the first time. After passing the test, the device was activated but the activation buttons didn't react every time. There was no error code shown on display after testing or activating this product.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.